Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads: upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16969369, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices are unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16969369. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient experienced difficulties charging the device. Multiple troubleshooting attempts were performed; however, the problem persisted. It was further confirmed that the scs lead was not explanted and remains implanted. Postoperatively, the patient was reported to be recovering well. In accordance with facility policy, the explanted device was retained and will not be returned.